Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to distal left circumflex artery. Following pre-dilation with a 2.0x12 non-boston scientific (bsc) balloon catheter, a 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after a guide extension was used and the distal side of the stent got lifted. The procedure was completed with a 2.25x22 non-bsc stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to distal left circumflex artery. Following pre-dilation with a 2.0x12 non-boston scientific (bsc) balloon catheter, a 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after a guide extension was used and the distal side of the stent got lifted. The procedure was completed with a 2.25x22 non-bsc stent. There were no patient complications nor injuries reported.